Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing that was reproducible with isometrics. Sensitivity was decreased, and noise was no longer observed with isometrics. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).